Manufacturer narrative:
No button error alarm noted. Intermittent up button due to corroded keypad trace. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 427 mg/dl at the time of incident. Troubleshooting was done for keypad and alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.